Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was woken up by a headache at 4:30 am, the cgm reading was 40 mg/dl an the bg reading was 60 mg/dl. The patient was feeling her face hot, feeling numb and her blood was tingling. She called 911, was taken to the hospital. While in the ambulance, the patient was monitored using bg readings which was 40 mg/dl and was treated with IV glucose. At the hospital, the bg reading was 40 mg/dl and the cgm reading was 90 mg/dl, and they continued treating the patient with IV glucose. The patient was discharged at 1:59 pm and the bg reading was 180 mg/dl. At the time of the report the patient was shaking but doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.